Event description:
The customer reported that while the iabp was in use on a pt, the iabp could not display an ECG on the pt with the pump. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative tested the pump with simulator and also tested customer cables with a simulator. All leads selected functioned normally. Performance tested to factory specs and safety tested. Internal complaint number: (B)(4).